Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the control iq software did not adjust insulin as intended. Tandem technical support reviewed pump data and confirmed the control iq software did not adjust insulin as intended. Customer's blood glucose was 101 mg/dl. The customer reverted to manual injections for insulin therapy.